Manufacturer narrative:
Literature citation: sandhaus m, hiltner e, shukla a, et al. A novel approach to an acute watchman device related thrombus with penumbra aspiration catheter. J am coll cardiol. 2023 mar, 81 (8_supplement) 3296. Https://doi.org/10.1016/s0735-1097(23)03740-3. Date of event - estimated as this date is unknown. Implant date - estimated as this date is unknown.

Event description:
It was reported via literature that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was being implanted. Transesophageal echocardiography (tee) was used to guide deployment of the closure device. A thrombus was then seen attached to the knob of the closure device. Clot retrieval was attempted with conventional suction syringes but was unsuccessful. An aspiration catheter was then introduced through a deflectable sheath and guided near the device. Three rounds of aspiration was performed, and tee showed significant improvement. The patient remained asymptomatic and repeat tee performed six weeks post procedure showed a well seated closure device with no thrombus.